Event description:
It was reported that a patient underwent an aortic valve replacement procedure on (B)(6) 2022 and suture was used. During the procedure, the needle holder onto the suture to load and needle came away from thread. Had to discard the suture and open another x523h. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/16/2022. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that one paper lid and one winding former with a strand with only a needle that pertains to product code x523h were received for evaluation. This product code is double-armed. During the visual inspection of the opened sample, it was observed that the sutures were trapped in flaps from the zipper tray. The defect was recreated using an incorrect dispense technique, if the tray is twisted during the dispense process the door will be open and the suture will be caught on the doors. Based on the defect recreation, the user did not dispense the product correctly and generate the suture trapped defect. The suture was examined, and correct insertion marks were observed; however, the force used to detach the needle from the suture could not be determined. A functional test was performed using an instron equipment, and the pull force result was above the minimum requirements. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.